Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided; but reported as (B)(6) 2017. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable as healon is not implantable. If explanted, give date: not applicable as healon is not implantable; therefore, not explanted. (B)(6). Device manufacture date: unknown, as the lot number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor believes that the patient developed an inflammation reaction due to using a vt585 healon endocoat. The patient experienced irritation, pain, and dull vision. The doctor prescribed spersadex comp, (eye drops) prednisone, and ciprobay as medical intervention and there was no delay in procedure. Reportedly the doctor tried to eliminate all possible variables in theatre, but the endocoat was the only new product they have been using. Visual acuity post-operatively was 6/6 uncorrected with a good outcome. Reportedly, 3 patients were reported as having an inflammatory reaction post-operatively and this report represents patient number 2 out of the 3 patients. No additional information was provided.

Manufacturer narrative:
New information confirmed there were only 2 patients, and not 3 patients as reported in the initial emdr under section. The correct number of patient's is 2. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/12/2018. Device returned to manufacturer: yes. Device evaluation: the actual complaint unit was not returned however reserve product returned from the surgery center was sent to the manufacturing site for evaluation. Four unopened units of healon endocoat were received for evaluation. While all batch review and test results for lot 026677 show the product to be within specification, testing would identify if any handling issues led to these specific samples giving out of specification results. These test results would be representative of these samples only, as product storage is unknown for the time the product was outside of lifecore¿s control. Appearance: complaint suggests possible infection due to product use. Product meets requirement. Ph: complaint suggests possible irritation/chemical burn due to ph. Product meets ph specification. Endotoxin: complaint suggests possible irritation due to endotoxin. Product meets endotoxin specification. Osmolality: complaint suggests possible irritation due to osmolality. Product meets osmolality specification. Sterility review: lot meets sterility specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.